Event description:
It was reported that the asymptomatic patient was seen in clinic for a routine follow up. Upon examination of the pulse generator, it was found that the right ventricular lead exhibited a significant increase in capture threshold and impedance. The patient was referred to a surgeon for a lead revision procedure.